Event description:
Customer stated that pump was tested in between pt use and pump did not deliver test dosage accurately.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Pump was recalibrated to resolve the issue.